Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced pain around the pocket site. The physician suspected that this pain was due to the patient's arthritis or fibromyalgia. The device was removed to resolve this issue. There have been no reports of further complications regarding this event.